Manufacturer narrative:
Investigation results: nc078175: device was delivered with the measurement cable inside the socket. Display + housing (touch not working) defect, replaced. Measurement cables tested, without error. Charging unit not provided for investigation. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Root cause: defective touch screen. Additional information : UDI # (B)(4), this is a follow up report to add this information.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a raypex 6 gave incorrect measurements. No injury occurred.